Event description:
During outreach call, customer reports that when using continuous glucose monitoring, insulin pump would suspend, as a result, customer was not able to calibrate. Customer reports of experiencing blood glucose versus sensor glucose differences with threshold suspend. Customer's blood glucose was between 120 mg/dl and 130 mg/dl and sensor glucose was 69. Customer declined troubleshooting as she had an appointment with healthcare professional. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).